Manufacturer narrative:
In absence of a returned device; no further investigation is required.

Event description:
It was reported that this device exhibited continued noise and oversensing and as a result has been explanted and replaced with a transvenous device. Initially the physician elected to reprogram the system as an effort to mitigate the behavior; however, with ongoing oversensing, it was decided to replaced the unit at this time. No return of product is expected and no procedural adverse patient effects were reported.